Manufacturer narrative:
This device was subsequently explanted and returned to boston scientific without further allegation. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Analysis of the device confirmed it was operating in safety mode and that critical therapy remained available. Engineers determined that this device was demonstrating behavior consistent with a high impedance within the battery. The high battery impedance put this device at risk of experiencing transient voltage decreases (and associated resets) during telemetry or other normal, higher-power operations. When battery voltage drops below a minimum threshold, a system reset is performed. If three system resets occur within a 48-hour period, the device is designed to enter safety mode operation to maintain back-up pacing with pre-defined settings. Boston scientific has issued a field safety notice to notify physicians of the potential for accolade pacemaker and cardiac resynchronization therapy pacemaker (crt-p) devices to exhibit this behavior.

Event description:
It was reported that the battery of this cardiac resynchronization therapy pacemaker (crt-p) was suspected to be depleting prematurely. Technical services (ts) assessed that the power consumption was not abnormal. Ts discussed that the slight loss in longevity could be a multiple of normal factors, for example: increase in pacing percentages, outputs, and high-rate atrial sensing. Ts discussed the field representative sending in files for analysis, if warranted. The physician did not feel any further investigation was necessary at this time. This crt-p remains in service. No adverse patient effects were reported. Additional information was received. The device was explanted and replaced. This device reached expected longevity. No additional adverse patient effects were reported.